Manufacturer narrative:
D9: product received date 12/4/2024. H3: one device was returned for repair with complaint that the light indicator not turning on and alarm not working. Service history review identified this device has not been in for service in the previous 12 months. Visual/functional testing was performed. When opening the pump, fluid ingression was found on the main board. Replaced the main board to address primary problem.

Event description:
It was reported that the light indicator was not turning on and the alarm was not working. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.